Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, and prime test. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error. Customer's blood glucose was 181 mg/dl. The alarm occurred without the reservoir. The device hadn't been dropped or bumped. The device passed displacement verification. Customer agreed to return the device for analysis.